Manufacturer narrative:
(B)(4). Batch #: v9461t. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. In addition, a metal ring was returned with the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Upon visual inspection it was noted that the ring returned was the distal ring. No conclusion could be reach as to how this ring got detached. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a total laparoscopic hysterectomy, the metal ring which is used to rotate the device fell off during use. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.